Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Related components of device system: model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000309520, model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 1000324188, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient called to report that he is having bleeding with his artificial urinary sphincter (aus). Patient liaison recommended him to contact his dr. As soon as possible for follow-up.